Manufacturer narrative:
The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the blade of harmonic ace instrument broke. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken part of the blade was completely detached from the instrument, but no fragment fell into the patient. The instrument was inspected before use, and no damage or irregularities were observed. The specific surgical task being performed when the issue occurred is not provided. The surgeon¿s opinion on what caused the breakage is not noted, nor is it known how long the instrument had been in use before the issue arose. There were no functional issues noticed during the procedure, and no collision with other instruments or hard materials occurred. No photographic or video documentation is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.